Manufacturer narrative:
Reference record (B)(4). Catalog number is the international list number which is similar to us list number of 062918. The device involved in the event remained implanted in the patient and was not returned for evaluation; therefore a return sample evaluation was not performed. Intestinal perforation is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2020, patient in turkey underwent procedure for the placement of percutaneous endoscopic gastrostomy with jejunal (peg-j) tube. On (B)(6) 2021, during endoscopy, it was found that the jejunal tube had pierced the intestinal wall and formed a channel and entered the intestine from the second part of the duodenum.